Event description:
It was reported that during a breast biopsy, the lateral vacuum pin snapped when the probe was fired causing the tube set to become disconnected. The customer removed the probe and replaced the device. The patient received a hematoma and the doctor could not control the bleeding, so the patient was sent to the surgeon. The outcome was unknown.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.